Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they were hospitalized due to high blood glucose. The customer's spouse stated that they experienced low blood glucose of 42 mg/dl and treated with juice. The customer's blood glucose was 420 mg/dl at the time of incident. The customer's blood glucose was 168 mg/dl at the time of call. The customer's spouse stated that they treated the high blood glucose with the insulin pump. The customer's spouse stated that they were wearing the insulin pump at the time of hospitalization. The customer's spouse stated that the drive support cap appeared normal. The customer's spouse declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.